Manufacturer narrative:
The field service engineer (fse) inspected the device and could not duplicate the reported condition. The fse reviewed patient data logs and found leaks that coincided with circuit disconnect. The ventilator has passed performance verification testing (pvt), extended self test (est), and short self test (sst) and is ready for use. The ventilator has been returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the 980 ventilator froze and stopped ventilating. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.